Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken output connector assembly. It was also indicated that the lower case was broken. It was also indicated that the hanger assembly and one case screw were contaminated. It was also indicated that both display wires were pinched but the insulation was not compromised. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular port. The epg was returned for service. No patient complications have been reported as a result of this event.